Event description:
It was reported that during a bgi surgery the achse got stuck with the shaft. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that there was circumferential grooves on the distal end of the device. There were also circumferential grooves on the proximal end approximately 0.75 inches from the end. Upon functional testing, the devices did not stick together.